Event description:
The left rear wheel of the transfer card (atlas 60" transfer cart) fell off. The operator tried to stop the cart and sustained burns to the arms. There were no witnesses to the incident.

Manufacturer narrative:
Upon notification of the issue, a steris technician was dispatched to the account to inspect the 60" atlas loading car and transfer cart to hinged platform. A new wheel was installed and well tightened in place. The unit was manufactured on y2006 before the implementation of the corrective actions in manufacturing plant on feb 2008. Corrective actions implemented including: manufacturer stock and in process material were inspected with no defects found. Define wheel assembly torque requirements. Update device history record to record torque activity. March each wheel when the torque activity is completed according to the traveler.